Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag and an open pouch with a micro label from the lot number provided in the report. The label matches the product returned. The photo provided shows the pouch with the handle, trigger cord, loading catheter, and barrel with no bands. The micro label is seen and it is from the lot number in the report. The irrigation adapter and bands were not returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device, there were no bands remaining on the barrel and the trigger cord was wrapped around the handle in a post deployment state. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots and was within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. However, a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that this device was used with an olympus endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During and esophageal varices ligation, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that the user installed the mbl-6-f device onto the endoscope and was ready to advance into patient's mouth while 3 bands prematurely released and fell on the ground without operating the handle. User remove the device from endoscope and changed to a new ligation device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.